Event description:
It was reported that the procedure was to treat a 90% stenosed, heavy tortuous and heavy calcified lesion in the mid right coronary artery (mrca). Using a radial access site, pre-dilatation was performed with a 2.5 x 20 mm unspecified balloon. The 3.0 x 18 mm xience xpedition was unable to cross the lesion. No force was applied during the unsuccessful attempts to cross the lesion. During access and removal, there was resistance felt due to the vessel. Another new 2.75 x 18 xience xpedition was advanced and implanted. The procedure was successfully completed and the patients final outcome was satisfactory. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.